Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) reported hearing beeping tones from the device. Upon interrogation, a fault code 1003 was observed. A boston scientific technical services (ts) consultant was contacted and discussed the cause of the fault code. Ts recommended device replacement, and requested a copy of the device memory be submitted for engineering evaluation. A save to disk was created and submitted. Engineering review of the device data confirmed a low-voltage fault (fault code 1003) had occurred. There were no other faults or resets stored within device memory. The voltage was 3.016 volts, confirming therapy delivery was unaffected. The device was malfunctioning such that the battery status indicators were not reflecting the depletion condition and were therefore inaccurate. A review of the battery voltage measurement data indicated the current drain was consistent over time, so there was sufficient reserve for the device to maintain normal therapy functions for approximately 28 days.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Technical service's recommendation for device replacement was confirmed by engineering's review of the device memory. The device was later explanted and replaced. During the replacement procedure, the device had been programmed to electrocautery mode. However, pauses in pacing were still observed when electrocautery was used near the device. Ts discussed that the device was designed with a protective mechanism in the event that current over a certain threshold is detected on the leads. This circuit was designed to prevent energy from being delivered to an unintended location in the heart due to the circuit that is being created by the external current, to ensure patient safety and to prevent current being delivered into the device from potentially damaging the circuitry. If current is seen on the leads that exceeds the threshold, the device will truncate any pacing that is occurring at that moment, which could result in a pace pulse to be too small to capture. No adverse patient effects were reported due to the pauses in pacing. The explanted device is expected to be returned for laboratory analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed a low voltage battery fault (fault code 1003) had been recorded. External visual inspection of the device noted electrocautery marks on the device case and header. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.